Event description:
It was reported that during a pta / stenting treatment procedure, a fracture was detected in a previously placed express biliary stent. The pt was asymptomatic during this event. The lesion being treated was a 90% in-stent restenotic lesion in the renal artery. The dr used a 6 fr lima guide catheter and a v-18 guide wire to cross the lesion. A symmetry balloon was used to pre-dilate the lesion. After pre-dilatation, the dr noticed that the express biliary stent was fractured. Upon reviewing films from the procedure, it appeared that the guide wire and balloon had been advanced through a stent strut, and when the balloon was inflated, the fracture occurred. An unspecified stent was placed and the procedure was successfully completed. No pt injuries were reported.